Event description:
Customer states after morning maintenance and while performing morning quality control, she and a co-worker noticed analyzer was flooding lab with water. She is not sure of the source of the leak, but states it is pouring out the back of the analyzer onto the floor. She said no one was injured, but the fluid was in an area where people walk. No patients were affected as she had only started performing quality control after maintenance when this occurred.

Manufacturer narrative:
The field service representative determined a hose came loose from the gear pump, causing the leak. He replaced the hose and verified pressures. He also observed the analyzer operating without leaking.